Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head, lot# unknown. Item# unknown, unknown stem, lot# unknown. Item# unknown, unknown cup, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was confirmed by review of xrays. X-ray review confirmed the reported event. Superolateral dislocation of prosthetic femoral head in relation to acetabular cup along with osteopenia was noted. No other anomalies were identified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 01840

Event description:
It was reported that patient underwent initial hip arthroplasty on an unknown date. Patient was revised due to dislocation. Osteopenia was noted on xray review. Attempts to obtain additional information; however, none was available.